Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because <<insert reason (device was discarded, etc.)>>. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a few weeks following an ablation procedure to treat paroxysmal atrial fibrillation (a fib) by using the farawave ablation catheter, the patient was sent to the emergency department for a stroke. The patient was given unknown treatment from that point on and is expected to fully recover. The device will not be returned as it has already been disposed by customer.